Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was short and angulated and the aneurysm was approximately 5 cm in diameter. It was reported that during retraction of the runners and retraction of the nose cone after the stent graft was deployed, the stent graft slipped into the aneurysm sac. An attempt was made to repair with an aneurx aortic cuff; however, the cuff was too long. The delivery system was removed from the patient before the stent graft was deployed. Another manufacturer's cuff which was slightly shorter was successfully used to complete the case. No additional clincial sequelae were reported.